Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a posterior capsule tear occurred during the polish mode, and it is suspected that there was a burr on the irrigation/aspiration tip. Anterior vitrectomy was performed. Pt status is unk. No pt identifiers were provided. Additional info has been requested.